Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date received by MFR: date is not available. A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted: problem duplicated. Found a loose cable that connects to the pressure transducer board. When the top electronic enclosure is moved or rotated the driver would loose pressure and will stop working. Reconnected all 3 cables that go to the pressure board and ran a performance test. Rotated the top of the vent and there were no problems found. Vent is now running according to manufactures specs.

Event description:
The customer reported the unit had been running on a patient and stopped, alarmed appropriately; swapped the unit out with another 3100a and unit, no patient compromise noted. Customer requested field service. No additional detail reported.